Manufacturer narrative:
The device history record (DHR) for lot 2401509164 was reviewed and no anomalies related to the reported issue were observed. A picture was received for evaluation and the reported condition was not confirmed. Since the product was discarded and not returned for evaluation, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tips of the catheters were bent beyond safe usage. The issue was observed before use.